Event description:
The advocate stated his father had an insulin reaction and the paramedics were called to the house. They ran a blood glucose test on the customer using their equipment and the reading was 44mg/dl. A test was also run on the customer's breeze2 meter with a reading of 80mg/dl. The advocate did note that the breeze2 display had been difficult to read because of a foggy display. No additional information regarding the event was provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer

Manufacturer narrative:
(B)(4).